Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on aug 12, 2021 with lot number 2455496. Visual analysis of the returned device identified: extended opening, black particles in shell, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; wear abrasion, stress marks, an extended sharp opening on radius side in the same location of crease assessed as fold flaw opening and broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. A crease sharp opening assessed as fold flaw opening."

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.